Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous vessel. The opticross 18 jp imaging catheter was selected for ultrasound examination of the target lesion. During insertion, partial image loss was observed, and air was not cleared during the preparatory flushing. The procedure was completed with another of different device. There were no patient complications.